Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. The incident happened while an stsf ablation catheter was inside the sheath and the sheath was inside the patients body. The hemostatic valve slipped out of the hard plastic orange hub. This happened when the physician infused contrast agent through the three-way stopcock. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the ablation catheter. There was no blood return observed and to the physicians knowledge there was no air entering the patients body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The issue was assessed as a MDR reportable hemostatic valve separation.

Manufacturer narrative:
On 9/25/2020, the product investigation was completed. It was reported that a patient underwent an afib - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. The incident happened while an stsf ablation catheter was inside the sheath and the sheath was inside the patients body. The hemostatic valve slipped out of the hard plastic orange hub. This happened when the physician infused contrast agent through the three-way stopcock. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the ablation catheter. There was no blood return observed and to the physicians knowledge there was no air entering the patients body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. Device evaluation details: the device was visually inspected, it was found the catheter was missing hemostatic valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001334 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).